Manufacturer narrative:
Cpls results and conclusion: cpls repeated customer's results on neat sample. Dilution test results allowed to detect interference since the test was not linear. Heterophile testing demonstrated the presence of interfering substances since at least one of the heterophile blockers used in the test significantly lowered the signal. Investigation demonstrated that interference was the root cause of the falsely elevated access results. This MDR is associated with MDR 2122870-2012-00582.

Event description:
The customer reported a total human chorionic gonadotropin (tbhcg) result that recovered above the normal reference range on one patient sample generated on the unicel dxi 800 access immunoassay system. The sample was reported out of the laboratory. The patient was admitted to the hospital and subjected to unnecessary diagnostic and therapeutic intervention. The sample was tested on another laboratory system (roche modular system) and the result was discordantly lower and better matched the clinical presentation of the patient. Sample information was not provided. The customer states that qc has been within range for all assays. The customer states that they are not questioning any other patient results. Service was not dispatched for this event, as the customer feels that this is patient/sample related. On (B)(4) 2012, the sample was sent to customer product line support (cpls) east for analyses.